Event description:
During a follow-up in clinic, dislodgement was observed on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement was confirmed. The ra lead is anticipated to be replaced. The patient was stable.